Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. Additional information was requested and the following was obtained: I asked the staff for some further information regarding this reported event. The people I spoke to didn¿t know anything about this. This included the usual nursing team and team in the equipment office that usually deal with equipment issues so I am sorry I have no additional information to provide about this incident.

Manufacturer narrative:
(B)(4) date sent: 1/16/2026 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by "misfired"? What is the nurses experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. What was the procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, echelon contour curved cutter misfired - this caused surgeons to have to change surgical plan from re-joining bowel to stoma formation.